Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The stent remains in the patient. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported patient effect; however, the treatments appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use is a known patient effect that may be associated with coronary stenting. It was reported that the 2.80x26 mm graftmaster was used to treat a pseudo-aneurysm in the left external carotid artery. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use, states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. In this case, it is unknown if the IFU deviation related to treating the incorrect anatomy directly caused or contributed to the reported patient effect or treatments. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a graftmaster stent successfully deployed and successfully sealed a 4-5mm area with active bleeding/extravasation and a pseudo-aneurysm in the left external carotid artery. Post stent implantation, a partial endoluminal stent thrombosis was noted and treated with intravenous reopro and balloon angioplasty. Post procedure angiographic results displayed excellent stent placement, no thrombus, and a patent stent. The patient was discharge from the hospital on aspirin and clopidogrel. There was no additional information provided.